Manufacturer narrative:
(B)(4): the customer reports a main system board failure for the device. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca (main board) was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that caused the device to have a main system board failure.

Event description:
The customer reports a main system board failure for the device. There was no reported pt involvement.